Manufacturer narrative:
Determination of root cause: assessment: the returned wave card was tested in the master reader and could not be read. A visual inspection of the card determined the card was not bent, just slightly warped. This slight warpage should not have affected the wave card's ability to be read in the wave card reader. Conclusion: the conclusion of this investigation indicates the root cause was a faulty wave card. (B)(4).

Event description:
A technician reported receiving a wave card that was bent and would not work in the card reader. The wave card was checked before patients arrived and another card was used to treat the patients that day. No eyes were prepped, no flaps cut, no pt involvement or harm reported. No further info is anticipated.